Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 191ml, indicating the home patient (hp) drained 191ml more than their maximum programmed fill volume of 170ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The iipv event was confirmed through an event history log review. The cause could not be determined. If additional relevant information is received, a follow-up report will be sent.